Event description:
The hosp reported that during the coronary artery bypass procedure, the surgeon back-walled the aorta with the aortic cutter. This was noticed after the anastomosis was completed and bleeding was still being noticed even though the pt was on protamine. The surgeon lifted the heart and noticed that he had back-walled the aorta. He used a pledget to fix the leak. Pt is doing fine and no other complications were reported. This report is being submitted because surgical intervention was performed and not because of any device malfunction.